Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a device manufacturer representative (rep) via a healthcare provider (hcp) regarding a patient receiving baclofen however the type of baclofen, dose or concentration was not provided. The indications for use were noted as intractable spasticity and spinal cord injury/spinal cord disease. The patient complained of headaches which had begun on an unknown date. It was reported there had been a pump replacement recently but the patient hadn't made any comments about the headaches then. A pump refill had occurred on (B)(6)2015 and fluid was leaking out of the needle hole from the patient's abdomen when the refill was completed. The health care provider (hcp) reportedly knew they were in the refill port during the refill. The hcp aspirated 49cc of fluid from the pump pocket site as well it was noted. A revision was occurring, on (B)(6) 2015, but details regarding the revision were not provided. No further information was provided. Additional information has been requested regarding drug information, other medications the patient was taking at the time of the event and pertinent medical history but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.